Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The field service engineer (fse) was dispatched on 12 april 2016. The fse replaced the display assembly and upgraded software to rev 5.23. After several samples were run an x 1 axis error began to occur. With the power off the engineer noted the pusher foot was hard to move by hand. The fse lubricated the bearings and re-aligned the pitch sensor. Quality control was run and the instrument resumed operation as required. The g8 was working as intended. No further action required by fse. The probable cause of the event was a faulty display assembly.

Event description:
On (B)(6) 2016 a customer reported touch screen on his g8 analyzer had gone dark. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.